Event description:
Clinical study. It was reported that following a coronary artery stenting procedure the pt experienced re-stenosis. The target lesion was a 3.50mm, 75% stenosed, 15.0mm long portion of the proximal left anterior descending (prox lad). The physician treated the lesion with direct stent placement of a 3.5x28mm taxus express2 study stent at maximum 16.0 atms in the lesion. The stent was post-dilated by the stent delivery balloon at maximum 16.0 atms. Post-ivus was performed. The stent was well positioned and well expanded (0% residual stenosis). The pt was discharged 3 days later on ticpilone and aspirin. Two hundred forty six days after the index procedure, follow-up evaluation was performed with restenosis confirmed. The physician performed pci with balloon angioplasty with resolution of stenosis. The pt was discharged 2 days later on plavix and aspirin.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The investigation will be assigned the most probable root cause classification of anticipated procedural complications.